Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It has been reported a migration of the electrode array and electrodes from seven to twelve are out of cochlea. The user has been explanted on (B)(6) 2021.

Event description:
Migration of the electrode array. Reportedly, electrodes 7 to 12 were out of cochlea. The recipient has been reimplanted on (B)(6), 2021.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. The recipient has been reimplanted. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.